Event description:
It was reported that a device was used during a hemorrhoidectomy - longo technique. After firing device, the surgeon noted that the device partially cut the tissue and the staples were partially formed. The case was completed with hand suture with no consequences to the patient.